Event description:
The manufacturer received a voluntary medwatch (mw5102656) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient being diagnosed with lv esophageal cancer. The patient states that he is on a trial drug that is helping. He was advised by his doctor to continue use of the device. Additional information received after further review determined that although exposure to particulates and vocs could potentially result in mild to moderate respiratory irritation, it would not be to the degree of serious harm/injury/death. Also, thus far, testing of the sound abatement foam has shown no evidence to suggest that exposure to foam vocs/particulates would result in serious harm or death. Additionally, no other clinical information is provided to indicate any causal relationship between the device and the harm reported. Therefore, based on available information at the time of the review, the reported cancer is assessed as unrelated to the device in this case. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer.

Manufacturer narrative:
In this report, the cfn/fei number was incorrectly selected. A new report has been filed with the correct cfn/fei number. The pr is (B)(4).